Event description:
Related manufacturing reference number: 2017865-2023-42629. It was reported that the patient presented to the hospital for an unrelated issue. Upon interrogation, it was noted that the right ventricular and right atrial leadless pacemakers (lp) were undersensing atrial fibrillation and did not perform automatic mode switch. Programming changes were made. The patient was recovering from an unrelated condition.